Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened.

Event description:
It was reported that impactor plate broke off the shaft upon impaction. Is unknown if there was delay. Unknown if s&n backup was available.